Event description:
The customer representative reported via e-mail that the insulin pump was slow to rewind, required frequent battery changes, rejected new batteries, and alarmed unexplained no delivery alerts. The customer representative called the customer to upgrade her insulin pump and she declined to troubleshoot for the reported issues. She also declined to provide the blood glucose reading.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.